Event description:
An aus device was implanted on 6/9/94. The balloon was revised on 6/29/95. The entire device was removed from the pt and replaced on 6/26/97 due to incontinence-never worked right from the beginning.